Manufacturer narrative:
(B)(4). Device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2010. The returned test strips passed testing. Investigation did not confirm the alleged complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
A patient reported blood glucose results of "191 mg/dl", "237 mg/dl", "375 mg/dl" and "168 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.